Event description:
The user received questionable ion selective electrode (ise) sodium and potassium results for one patient sample. The initial sodium result was 137 mmol/l and the initial potassium result was 4.8 mmol/l. These results were reported outside the laboratory. Because of high results for other assays, the patient was sent to an emergency department to be redrawn on (B)(6) 2011. The results from the redraw sample were a sodium result of 133 mmol/l and a potassium result of 3.0 mmol/l. The user stated because the redraw results did not match the original results, on (B)(6) 2011 the laboratory pulled the original sample and retested it with a sodium result of 130 mmol/l with a data flag and the potassium result of 3.4 mmol/l. No adverse effects were alleged regarding the event. The sodium and potassium electrode lot numbers were not provided. The field service representative determined there was a problem with the sample probe operation. He observed a burr on the sample probe, replaced it and performed all adjustments. He ran ise checks, completed the sipper flow path cleaning, reconditioned the electrodes and cleaned the dilution vessel. To verify the analyzer operation, he completed calibration, quality control and precision testing with all results within the user's established ranges.